Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery were attempted with prostyle devices relative to an unspecified interventional procedure. Reportedly, no suture was attached to the needle when the plunger was retracted with three devices. A proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delays in the procedures. No additional information was provided.

Manufacturer narrative:
B3: date of procedure is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device returning updated from returning to not returning.